Event description:
Patient was involved in a motor vehicle accident due to low blood glucose (bg). Pt had been having high bg all day and had been blousing. Pt's bg was 70 mg/dl when pt left to meet spouse for dinner. Pt did not remember anything until pt woke in the ER. The paramedics had recorded pt's bg as 15 mg/dl. Pt was not seriously injured, just stiff and sore.